Event description:
I was given 10 fl oz of fisher brand sun-dex glucose tolerance test beverage to drink in 5 minutes. I told the lab person that it burned. She said, it sometimes does. As the morning wore on, the burning feeling continued to worsen from my mouth into my stomach. Then my mouth and tongue started itching. Approx 3 hrs after drinking the sun-dex, I called the dr and told his nurse what happened. They said, take benadryl and call back later. When I woke up, the burning felt worse, but the itching wasn't bad. I saw the dr. He also added protonix. Nothing helped the burning. Then in 1 to 2 days later, I called the dr back and they put me on nexium and maalox, which didn't help. The burning feeling is slowly going away. In 2008, I went back to the lab and told the tech what happened and I wanted to see the package for the drink. She gave me one of the bottles from the fridge so I can copy information from it. Dose or amount: 10 fluid ozs, frequency: once over 5 min, route: oral/047. Dates of use: one day in 2008. Diagnosis or reason for use: glucose tolerance test.